Manufacturer narrative:
(B)(4). Date sent: 11/6/2020 d4: batch # unk h10=corrected data= d4; d11 d4: lot number is t5e690. D11: gst60g (green reload, 60mm, 6 row)

Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. D4: batch # t5e690. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60g reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. And for the would not reverse knife automatic and would not reverse button force, slide the knife reverse switch forward to return the knife to home position. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an open left atrial appendectomy, the sound of the knife returning to home position automatically was heard, but the jaws did not open after the first firing. The knife reverse switch could not be used. The firing trigger was touched, and the knife reverse switch was pushed, and then the short sound of the knife returning was heard. After that, the jaws opened. Another device was used to complete the case. There were no adverse consequences to the patient.